Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The patient was revised because of poly wear of the liner and loosening of the femoral stem.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. D. No additional information was obtained. The investigation has determined that the femoral stem product code is now obsolete. Although not returned, it would not be unreasonable to find poly material wear after the length of time reported as implanted. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.